Event description:
It was reported that the insulin pump made an abnormally louder noise than normal when it vibrated. The customer stated that the insulin pump may have been bumped leading up to the issue. The customer did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.